Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and was sensing r waves. The right ventricular (rv) lead slack was adjusted during the ra revision. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.